Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 300cc mentor smooth round moderate profile gel-filled breast implant catalog: lot: unknown serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 2/20/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot: 5639735 was provided. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/13/2020. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant. During visual inspection, the sample was found to be ruptured and was received in three pieces. In addition, shell abrasion was found at the edges of the rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).